Manufacturer narrative:
(B)(4). Batch #298a28. Additional information was requested and the following was provided: did the device deliver any staples? No ¿ after the troubleshooting occurred there wasn´t any staples delivered. Did the device cut? No ¿ device only stuck on the tissue and there were needed to manually opened by safety manual reverse mechanism. They couldn´t observe any battery reaction after 8th firing. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the anvil bent upwards and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. No functional test was performed due the condition of the device. The device opened without any difficulties noted. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the bariatric surgery echelon flex powered plus failed after 8th firing. It was needed used manual safety catch to open device. Battery didn´t response. Surgery was delayed 15 min. They used manual echelon instead to complete the surgery successfully. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 6/15/2022. B3: date of event is 2022, event day and month unknown. Captured as 1/1/2022.